Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt lost stimulation. The ipg is unable to communicate with the charger and the pt programmer. The pt had not charged her ipg in the past three weeks prior to the event. Follow up on the pt found that a replacement programmer was unsuccessful in resolving the issue. The pt was scheduled for a surgical evaluation. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.